Event description:
It was reported approximately two weeks post implant that the right ventricular (rv) lead dislodged. Diagnostic testing/troubleshooting was carried out. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.